Event description:
The customer reports a falsely reactive prism chagas assay result on one donor sample. The sample generated an initial reactive result of 1.06 s/co with repeat reactive results of 1.14 and 1.24 s/co. The sample tested negative by ripa confirmation testing. The customer noted that their initial reactive (.032%) and repeat reactive rates (0.23%) for (B)(6) 2013 exceeded assay package insert claims of 0.28% and 0.22% respectively. The customer noted that there were no changes in their testing process. The majority of samples were fresh serum with possibly a few fresh plasma samples. All donors were being tested for the first time for chagas. The customer stated that the current and previous reagent lots have had no issues and are performing as expected. No suspect results had been reported from the lab with no donor impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).

Manufacturer narrative:
The evaluation of complaint data for the prism chagas assay lot 23242m501 did not identify any atypical activity. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of the lot device history records did not reveal any issues related to the observations made by the customer. Also, a review of the prism metrics field data indicates that lot 23242m501 (including base lot) is meeting labeling claims for clinical specificity. No performance issues were identified. The prism chagas assay package insert contains information to address the current customer issue. Based on the results of the current evaluation, a product malfunction was not identified.